Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low voltage advisory alarms. Log file analysis showed several occurrences of no external power alarms while utilizing the mobile power unit as a power source.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of loss of external power alarms, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review noting low voltage alarms. Technical service reviewed the log file and confirmed low voltage alarms associated with the loss of external power events while connected to the mpu. The event log file contained approximately 14 days of patient event data. There were multiple brief loss of external power events that occurred with the patient on the mpu. The events occurred over a 2 minute period. The controller operated on backup battery power due to the events. The mpu was the power source before and after the events. Multiple requests for additional event information were sent to the customer. No additional event information was reported. No product was returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.